Event description:
During a surgical procedure using our cutting forceps and our pk generator, (B) (4), the pt sustained a thermal injury. The cutting forceps, (B) (4), were discarded after the procedure. The pt was treated for the burn and no prolonged hospitalization was required. Please see medwatch report #2183680-2009-00065 for the device report for the pk generator.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The pk generator used with the device was found to perform according to MFR's specifications, as designed (please see medwatch report 2183680-2009-00065 for further info).